Event description:
A fifteen blade was being used during the surgical procedure. It broke in half during use. The surgical tech reported it to the nurse and both pieces were counted and put onto the counting board. Both pieces were accounted for at the time and during the final count.